Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the proximal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The glass cap and metal cap are detached and not returned. The glass cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks, wrinkling and char at the outer flow tubing/metal cap junction. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture on proximal side and metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the doctor used the tip of the fiber to dissect the prostate tissue, at the same time laser energy was used. The fiber life function was activated, and the machine shut down (fiber life feature). The fiber tip has probably been damaged due to the tip being used for dissection of the prostate tissue instead of manual dissection with the resectoscope tip. This is a handling fault, when the tip of fiber is too near the tissue when the energy is activated. A new fiber was used and the procedure could be finalized as planned without clinical consequences to the patient. The fiber was returned and analysis found the glass and metal caps were detached.